Event description:
Translation of event description: description of complaint: during operation of the ventilator generates errors lb0083, zb0084, lc0035, lc0075 and stops work, then after passing the internal OEM test a while was working fine then stops working. Description of diagnostics: a complete diagnosis, replacement boards gui xena ii ((B)(4)) and two backlights boards ((B)(4)), as well as software updates required, calibration and testing of the device.